Event description:
It was reported that the device battery remaining was at 10 percent after a little over five years of implant time. Also, the patient-advocate thought the device was sticking out. Later the device was explanted and successfully replaced after over six years of implant time. There were no additional adverse patient effects.